Manufacturer narrative:
Eval summary: an event regarding revision due to pain was reported. The event was confirmed. Method and results: device eval and results: inspection of the reported devices could not be performed as no items were returned; device history review: review of the device history records indicates all devices accepted info final stock met specs; complaint history review: the product experience reporting database shows there have been similar events reported for the product family. The issue has been previously investigated and addressed. Conclusions: voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that, pt complains of pain and limp for a year and a half. Pt found out through a neighbor of the recall. They called the doctor and the doctor told them that he has one of the recall hips. Pt has had MRI, bone scan, xrays, aspiration of fluid, blood tests. Pt reports cobalt=6.5 and states that it was high. He will be having a revision with another surgeon because his surgeon doesn't due revisions. Update: it was reported that the pt had a right hip revision surgery on (B)(6) 2012.